Event description:
A report was received that the patient had an infection and worsening pain at the pocket site. It was noted that the implant was close to the surface and warm to touched. No device malfunction was suspected.